Event description:
The stryker dual-cut saw blade mounting brackets broke free from the saw blade as the blade was being changed out during a right total knee arthroplasty. The blade was being changed over the back table in the or so the patient was not exposed. It was not known that the blade was broken until it was being changed. One piece was found in the drapes but the other piece has not been recovered. The recovered piece was turned over to the stryker representative who took it with him.